Event description:
Covidien endo gia stapler used in a robotic assisted right colon resection. While he was removing the specimen, he noticed bleeding around the area he just stapled and found out that the staple failed. Surgeon had to use the silk suture to close the artery since it was wide open and staple line was gone. After the repair with sutures he proceeded with the case and closed the abdomen with no issues. FDA safety report ID # (B)(4).